Event description:
No further event information is available at the time of this report

Manufacturer narrative:
Zimvie complaint number (B)(4). Three certain titanium hexed screws (iuniht) were returned for investigation. Visual evaluation of the as returned product identified signs of use. Two fractured screws were identified at the head. One screw has no fracture. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported devices were located on unknown tooth sites (fdi) and were used for approximately 25 days. The customer did not provide any pictures or x-rays. Review of appropriate documentation: document reviewed: biomet 3i restorative products IFU (p-iis086gr) rev. F - october 2019. Per the applicable IFU, it is stated that improper technique and overloading can lead to device failure. DHR review: DHR review was completed for the subject lot number (1257728). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1257728) for similar events and no other complaint was identified. Review completed utilizing keywords: 'fracture screw.' Post market trending review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported event fracture screw or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information,device malfunction for one (1) screw did not occur, and the reported event was unconfirmed.

Manufacturer narrative:
Zimvie complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Title unknown/ not provided. First/given name: unknown / not provided. Email address unknown / not provided. PMA/510(k) number not available.

Event description:
It was reported screw heads fractured.